Event description:
Pt was in the or for a colostomy take down and bilateral ureteral catheters to be placed. The physicians requested an autosuture size 31 for reanastamosis of the colon, but that product is no longer available at this facility. It had been replaced with the ethicon product. There was no ethicon size 31 available so the physician used a size 33. Upon reanastamosis the physicians stated that the stapler misfired and that the staple line was coming apart and they were unsure whether or not they could reanastamose the colon. The night shift or manager was notified immediately and the or director was made aware the next day. Staff believes that the manufacturing rep was notified, but reporter will follow up to ensure that they were and to arrange a time for them to pick up the device.